Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported not delivered bolus. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available, cloud - omnipod 5 software app version 3.1.1, cloud - operating system n5004l-am-q-mv01602-06-01.06, cloud - hardware n5004l, cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had just started using the omnipod. They were trying to give a meal bolus, but she never received a bolus. The patient powered off the controller and powered it back on again and the issue seemed resolved.

Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the day of 13jan2026 was downloaded and reviewed. Review of the cloud data found one bolus of 5 u started at 20:19 and completed at 20:22. Review of the patient history buffer data confirmed that the total pulses delivered count tracked by the pod incremented correctly based on the 5 u bolus volume, indicating that this 5 u bolus was actively and successfully delivered by the pod. It could not be determined if the controller needed to be restarted to deliver this bolus or if additional attempts were made to program and start boluses that were unsuccessful based on the available cloud data. The exact cause of the reported event could not be determined.